Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent thrombosis occurred and the patient expired. A synergy¿ stent was implanted in the patient. Six months later, the patient experienced chest pain. Cardiac catheterization revealed stent thrombosis. The physician tried to implant another stent, however, the patient expired during the procedure. The documented cause of death is myocardial infarction. It is unknown if an autopsy was performed.